Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected:adverse event problem. Product complaint # (B)(4). Investigation summary: the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch : null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿impaction autografting: bone-preserving, secure fixation of a standard humeral component¿, by robert m. Lucas, md; jason e. Hsu, md; albert o. Gee, md; moni b. Neradilek, ms; and frederick a. Matsen iii, md; published in the journal of shoulder and elbow surgery, 2016, was reviewed. The purpose of the article was to evaluate the radiographic outcomes for a large series of impaction-grafted humeral prostheses in primary shoulder arthroplasty using stem subsidence as the primart outcome of interest. Revision rates of the humeral stem and rates of periprosthetic luncent lines were secondary of interest. The study compared subsidence rates between tsa and ha, as well as between two different stem designs. There were two different implants used: the monoblock humeral replacement prosthesis (hrp) with a chrome cobalt stem (used form 1995-2003) and the modular global advantage prosthesis with a geometrically similar titanium stem (used from 1995-2012) both from depuy synthes. There were 286 shoulders in 269 patients that were followed-up with as part of the study. Patient were in the age range of 16-87 years old and had diagnoses of degenerative joint disease, capusulorrhaphy arthropathy, avascular necrosis, and the rest miscellaneous. 142 underwent tsa and 144 underwent ha or a ream-and-run procedure. Radiographs were analyzed by three orthopedic surgeon observers who were not involved in the surgical procedures. All films were evaluated by two of the three observers. In eight cases, there was a disagreement between the two observers; all three observers met as a group to determine the consensus evaluation. The rates of radiolucencies of 2mm or thicker were lower for the global advantage stem than for the hrp in all seven prosthetic zones. Similar patterns were seen for lesser thicknesses of periprosthetic radiolucent lines. 24 shoulders underwent revision at an average of 6.2 years after the index surgery (range .2-14 years). Of those, 18 were revised for pain and stiffness, 4 for rotator cuff failure, and 2 for glenoid component failure. There were 19 shoulders with subsidence, two of those underwent revisions. Among the shoulders without subsidence, 16 were revised for pain and stiffness. Among all 24 revisions, 18 humeral stems were found to be well fixed whereas six stems were found to be loose at revision surgery; none of the revisions needed a humeral osteotomy. There were no intraoperative fractures. There were two postoperative periprosthetic fractures that occurred distal to the stem tip; one fracture occurred with an hrp stem, and one occurred with a global advantage stem. Both healed with nonoperative treatment. It is noted that it was observed that the rates of subsidence and periprosthetic lucent lines were substantially different for the two different prosthesis used in this study. It is unclear why, although it is noted the hrp was made of chrome cobalt and the global advantage is made more of a flexible titanium. The global is a modular prosthesis and the hrp is a monoblock. There may be additional differences. Osteolysis due to polyethylene wear has been proposed as a cause of periprosthetic loosening. Consistent with this observation, this study did find that the total shoulder arthroplasty was associated with a higher subsidence rate than hemiarthroplasty; however, this did not seem to be an important factor with the more recent use of the global advantage stem. The authors also note the results should be interpreted considering certain limitations. Due to uncertaintly of which product line was revised, both implants will be combined on the pc.